Event description:
(B)(4). Same case as: MDR ID: 2134265-2013-04654. It was reported that post percutaneous coronary intervention procedure, stent damage occurred. On (B)(6) 2013, the patient's qualifying condition was stable angina (ccs classification 3) and the patient was referred for cardiac catheterization. Coronary angiography revealed target lesion #1 was located in the mid left anterior descending artery with 85% stenosis, a length of 30 mm, and reference vessel diameter of 3 mm. This was treated with pre-dilatation and placement of a two (2.5 x 8 mm and 3.00 x 20 mm) study stents. Following post-dilatation, residual stenosis was 10%. The patient was discharged on dual antiplatelet therapy. Post-procedure baseline core lab angiographic findings revealed stent deformation. The stent deformation was not considered to be a longitudinal stent deformation. Stent deformation was compatible with incomplete stent expansion due to heavily calcified vessel. Core lab comments note says, "stent deformation compatible with incomplete stent expansion due to heavily calcified vessel. No evidence of stent longitudinal deformation." As of now, the site has not reported any adverse event for the subject.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).